Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider adjusted the pump overnight basal rate from 0.1 to 0.05 u/hr. However, the customer inadvertently entered 0.5 u/hr and as a result, the blood glucose (bg) was low (value not provided) and carbohydrates were consumed to address the low bg. The customer corrected the overnight basal rate and also set a temporary basal rate of 0%. The night bg was in the 100s mg/dl and was "good".